Manufacturer narrative:
Physio- control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio- control continues to investigate the reported failure and will submit a supplement al report on this event to the FDA as provided by 21 cfr 803.56. Physio- control performed a clinical review and determined that there is insufficient data within the file to determine the impact of the device use. There is no code-stat file available for review.

Event description:
The customer contacted physio-control to report that their device was unable to detect patient connection. The customer used a second set of electrodes but the same issue occurred. The patient associated with the reported event did not survive.

Event description:
The customer contacted physio-control to report that their device was unable to detect patient connection. The customer used a second set of electrodes but the same issue occurred. The patient associated with the reported event did not survive.

Manufacturer narrative:
Physio-control evaluated the customers device and was able to verify the reported issue. Physio replaced the device's therapy (quik-combo) cable, and replaced the therapy connector to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control determined that the cause of the reported issue was due to a damaged accessory therapy (quik-combo) cable, which resulted in the reported noisy and distorted ECG signal. Physio-control evaluated the customer¿s device and device data and verified the reported issue. After replacing the main keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Field action number: 301587611/18/2019-001c is relevant to the reported issue.